Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the product was found to have damaged sterile packaging at incoming inspection. There was no patient involvement.

Event description:
No additional event information to report.

Manufacturer narrative:
The event occurred in (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the product and packaging identified a hole/puncture in the sterile package. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is attributed to transit damage based on the product/packaging inspection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.